Manufacturer narrative:
The company service representative examined the system and confirmed (sm) [unexpected loss of a/c power] in the event log; however, loss of a/c power was unable to be replicated. The company service representative then tested all phaco ports and was unable to replicate the reported event no phaco power. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event of no phaco power and loss of a/c power sm was unable to be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the ultrasound stopped working and a system advisory displayed. A back up system was used to complete the case. There was no patient harm.